Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental r eport.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed that the device was intact with no apparent issues. The reported issue has been confirmed through testing; air aspiration was reproduced when a catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; valve was torn. An internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received by medtronic indicated that there was air ingress during aspiration of the sheath. The sheath was being used in a phased radiofrequency (rf) ablation procedure, and the issue occurred before the rf catheter was inserted in the sheath. The sheath was replaced and the rf procedure was completed. There were no patient symptoms or complications related to the event.